Manufacturer narrative:
Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of cardiac tamponade, pleural effusion, cardiac trauma, pericardial effusion and hypertension were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, hypotension, pleural effusion and cardiac perforation are known inherent risk of the versacross connect access solution for faradrive device.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a versacross connect access solution for faradrive was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued. Toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Versacross device return is not expected. It was further reported that the echo-lvef was around 60%, what appeared to be clotted blood around the pericardium, but no active pericardial effusion. There were done daily ultrasound/echocardiogram/tee/tte on (B)(6) 2025. Also, cbc, cmp, blood gases tests were done from 23 to (B)(6) 2025. Next, x-rays were done from (B)(6) 2025, with no evidence of acute cardiopulmonary process. A chest untrasound was done on (B)(6) 2025 showing minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. A total of 5 units of prbcs, 1 unit of ffp, 1 unit platelet, kcentra were given to the patient. Pericardiocentesis and pericardotomy were required. The procedure was aborted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a versacross connect access solution for faradrive was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On (B)(6) 2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued; toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Versacross device return is not expected.

Event description:
The patient experienced a cardiac tamponade and pleural effusion. Patient was admitted on (B)(6) 2025. During a clinical pulsed field ablation, a versacross connect access solution for faradrive was selected for use. Patient was intubated/sedated. It was reported that shortly after transseptal crossing, the patient acquired a large pericardial effusion requiring intervention due to threatened tamponade. It was noted that the versacross rf wire punctured the left atrium roof. Pericardiocentesis was done, pericardial drains were placed. The patient received several units of prbc and was admit to intensive unit of care. Also, 1.7 liters of blood was removed. Pericardial drain x2 was inserted. A total of five units of prbcs, 1 unit ffp, 1 unit platelet, kcentranormotensive / borderline hypertensive-- start cleviprex/as needed hydralazine for hypertension was given to the patient. The patient remained hospitalized. Additionally, bilateral pleural effusions required left-sided thoracentesis. On 26dec2025, the thoracentesis catheter was then threaded without difficulty. The patient had 400 cc of serosanguineous removed. Throughout admission, patient did convert to atrial fibrillation, amiodarone-initiated gtt. However, did not convert to sinus rhythm. Amiodarone was discontinued, toprol initiated 25 mg twice daily. Patient to resume xarelto on (B)(6) 2025. Also, it was reported that a surgical intervention was needed (pericardotomy), and additional images and laboratory tests were performed. The patient was later discharged on (B)(6) 2025. In addition, it was reported that the faradrive sheath selected for use has the valve defective, it would not seal. The device was replaced. Versacross device return is not expected. It was further reported that the echo-lvef was around 60%, what appeared to be clotted blood around the pericardium, but no active pericardial effusion. There were done daily ultrasound/echocardiogram/tee/tte on (B)(6) 2025. Also, cbc, cmp, blood gases tests were done from (B)(6) 2025. Next, x-rays were done from (B)(6) 2025, with no evidence of acute cardiopulmonary process. A chest untrasound was done on (B)(6) 2025, showing minimal right pleural effusion. Right pleural effusion volume appears inadequate for thoracentesis. Small/moderate left pleural effusion. A total of 5 units of prbcs, 1 unit of ffp, 1 unit platelet, kcentra were given to the patient. Pericardiocentesis and pericardotomy were required. The procedure was aborted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.